Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur when the issue occurred was completed as planned as the issue occurred when the procedure was almost complete. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. It was also noted that the screen flickered. Troubleshooting determined that the x-ray dose was not high enough, resulting in unclear images. The fse determined that the x-ray tube was arcing and replaced the tube. The x-ray tube was returned for analysis. Failure analysis found that the cause of the event was that the small filament of the x-ray tube was blown. After replacement of the x-ray tube, the system was returned to use in good working order the codes were updated based on the investigation outcome.